Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. A scratch is observed on the optic. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. Lens damage was observed. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. A power and resolution inspection could not be conducted due to extensive damage. The file indicates the toric company (2.25cyl), 22.5 diopter (1.5 extended depth of focus) lens was replaced with a non- company 2.25cyl with a 23.0 diopter toric lens. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced visual disturbance.the iol was replaced with non-company lens approximately four months after initial procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).